Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient went to the emergency room (ER) due to high blood glucose (bg) levels while wearing between 24 and 48 hours on the leg. Symptoms reported include heart palpitations and weakness. At the hospital, fingerpicking was done and she was giving herself shots via her pen. The patient was released the same day.